Manufacturer narrative:
(B)(4).

Event description:
The consumer reported being pain-free on the day of the implant, but she was on medications and the next day it was painful. Incisional pain made the patient's bottom hurt. The patient "bled a lot" which had stopped at the time of the report, but was bright red the day prior. Additionally, there was a stabbing pain in the vagina and it hurt when the patient urinated. The device reportedly made the patient want to urinate. A follow-up visit with the doctor was scheduled in two weeks and the patient was told to keep bandaging until going back to the doctor. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor. March 24, 2014 crts (B)(4): additional information received from the consumer reported they were having trouble with both the implantable neurostimulator (ins) and the patient programmer. Pain in the vagina started (B)(6) 2014. On (B)(6) 2014, the patient woke up 17 times to go to the bathroom every 20 minutes, noting there was little trickle and her bladder was not emptying. As a result, the patient was tired and was not able to get a good night's sleep. The patient reportedly was able get the patient programmer to change the setting and she wanted to do something to help. During the call, the patient was guided on turning off the device. A loss of therapeutic effect was noted.